Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the large chuck with key device was coming unscrewed. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available for use and was used to successfully complete the surgical procedure. There was no human patient involvement as this was a veterinary procedure. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the device was returned and evaluated. However, the device was not returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.